Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were provided and reviewed. There was no device deficiency identified in the image review. Based on the medical record, approximately, eight years eleven months of post-deployment, an abdominopelvic CT for pain identified some filter limbs to be extending beyond the caval wall, with one limb into the wall of the adjacent aorta. The patient was admitted for epigastric and generalized abdominal pain especially after meals. A history and physical noted an ultrasound of the liver showed cholelithasis. The patient was scheduled for a consult with a vascular surgeon to determine if removal of the inferior vena cava (ivc) filter was required. Around, nine years later, the consulting vascular surgeon noted that removal was not advisable. Based on the information provided by the patient and a referring progress note, the surgeon determined that the filter was not the cause of the patient¿s pain. The surgeon requested to review the CT scans to assess the inferior vena cava (ivc) filter penetration more accurately. Approximately nine years one-month post filter deployment, after reviewing the CT scans, the consulting vascular surgeon confirmed that one of the limbs on the left side of the inferior vena cava (ivc) was extending beyond the caval wall abutting onto the aorta with no appearance of penetration of the aorta. Therefore, the surgeon determined the inferior vena cava (ivc) penetration to be uncomplicated and there would be no attempt made to retrieve the filter due to prohibitive risk because of fibrosis around the filter limbs and incorporation of the filter into the inferior vena cava (ivc). Based on the medical record review the investigation is confirmed for perforation of the inferior vena cava (ivc). However, based on the medical record the investigation is inconclusive for filter tilt and retrieval difficulties. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). However, the investigation is inconclusive for filter tilt and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current instructions for use states: potential complications: possible complications include but are not limited to the following: - perforation of other acute or chronic damage of the ivc wall. H10: g4 h11: h6 (patient, device, method, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter tilted and struts perforated into organs. The device has not been removed after an attempted but unsuccessful removal procedure the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: an inferior vena cava (ivc) filter was indicated for trauma. The right common femoral vein accessed in the usual manner. Inferior venacavography and selective left renal venogram was performed confirming there were no filling defects or vascular anomalies and the diameter of the inferior vena cava did not preclude filter placement. The filter was successfully deployed below the level of the inflow of the renal veins in the usual manner without complication. Approximately eight years eleven months post filter deployment, an abdominopelvic CT for pain identified some filter limbs to be extending beyond the caval wall, with one limb into the wall of the adjacent aorta. The patient was admitted for epigastric and generalized abdominal pain especially after meals. A history and physical noted an ultrasound of the liver showed cholelithasis. The patient was scheduled for a consult with a vascular surgeon to determine if removal of the ivc filter was required. Approximately nine years post filter deployment, the consulting vascular surgeon noted that removal was not advisable. Based on information provided by the patient and a referring progress note, the surgeon determined that the filter was not the cause of the patient¿s pain. The surgeon requested to review the CT scans to assess the ivc filter penetration more accurately. Approximately nine years one month post filter deployment, after reviewing the CT scans, the consulting vascular surgeon confirmed that one of the limbs on the left side of the ivc was extending beyond the caval wall abutting onto the aorta with no appearance of penetration of the aorta. There was no appearance of periaortic hematoma, no pseudoaneurysm, or no aneurismal formation. Therefore, the surgeon determined the ivc penetration to be uncomplicated and there would be no attempt made to retrieve the filter due to prohibitive risk because of fibrosis around the filter limbs and incorporation of the filter into the ivc. Because a maximum 15mmhg insufflation of the peritoneal wall would be doubtful to flatten the inferior vena cava anymore, the patient was cleared for removal of the gallbladder. The patient inquired about getting pregnant, wondering if the gravid uterus would press on the inferior vena cava. The surgeon did not clear the patient for getting pregnant as there were no definite reports about such a phenomenon in the literature. The patient was to return in one year for a repeat CT scan of the abdomen and pelvis. Image/photo review: based on the image provided, a contrast injection vena cava gram demonstrated the ivc, can be confirmed. Based on the image provided, no ivc filter was demonstrated can be confirmed. Conclusion: the device was not returned for evaluation. Images were provided and reviewed. Medical records were provided and reviewed. Approximately eight years eleven months post filter deployment, an abdominopelvic CT for pain identified some filter limbs to be extending beyond the caval wall, with one limb into the wall of the adjacent aorta. Based on the provided medical records, the investigation is confirmed for perforation of the ivc wall. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: possible complications include but are not limited to the following: - perforation of other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: medical records were received and reviewed. Approximately eight years eleven months post successful vena cava filter deployment, a CT scan identified some filter limbs to be extending beyond the caval wall with one limb abutting the aorta. Additional review of the CT determined that there was no evidence of penetration into the aorta and no appearance of periaortic hematoma or vessel wall injury. The consulting vascular surgeon determined the caval wall perforation to be uncomplicated and asymptomatic, electing to leave the filter in place. No additional medical records were received for this patient.